Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested, visually inspected, and immersed in a water bath to test for leaks. Results: the pressure test result was out of specification due to leakage coming from the patient end connector. This was confirmed when the breathing circuit was immersed in the water bath. Visual inspection revealed that there was not enough glue present in the evaqua limb connector, causing the reported leak. A lot check revealed no other complaint of this nature for lot number 130619. Conclusion: the observed leak was caused by insufficient glue being injected into the evaqua limb connector such that it did not form a permanent seal during the assembly process. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." (B)(4).